Event description:
The time of event is unknown. There was no report of patient harm. Video image failure (blackout).

Manufacturer narrative:
The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the light emitting diode(led) blackout. Based on the result, we concluded that it was caused due to the excessive force applied on the light emitting diode (led). In addition, our technician confirmed that the insertion flexible tube fluid damage, the segment fluid damage, the control body fluid damage, the control body corroded, the operation channel (primary) leak, the operation channel (primary) cut, the remote control buttons cut, the up pulley wire worn out, the angle wire hard to move, the suction channel kink, the cmos module with drive pcb signs of fluid droplets on the video image, the led cover glass signs of moisture or fluid under the cover glass; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report "hr-rpt-0586(image failure)" and/or the risk analysis results, it was evaluated to submit MDR.